Event description:
It was reported that during ptci, the stent was prepared outside the body per the instructions for use. The stent was then advanced to the intended lesion. The system was inflated with another company's inflation device, but there was very little contrast seen in the balloon, and a poor prep was suspected. The status of the stent could not be confirmed, so the sds was removed. The proximal 80.5 cm of the shaft came out with no resistance, leaving the distal end of the shaft and the balloon inside the patient. At this point, guide catheter and guide wire placement were lost. A pigtail catheter was then used to twist around the distal segment, pulling it out of the coronary, and into the iliac, however, it could not be removed from the iliac. The paitent went for femoral cutdown to remove the distal segment of the penta. The patient is reportedly doing fine.